Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: wound infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation revision with an unknown mentor saline breast implant and experienced postoperative left-sided wound infection. As a result, the patient underwent removal and replacement with an unspecified mentor breast implant on (B)(6) 2017. The patient reported that after the replacement, she again contracted pseudomonas bacterial infection.